Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns that there was potential pacing inhibition on both the right ventricular (rv) and left ventricular (lv) channels due to the minute ventilation (mv) oversensing on this cardiac resynchronization therapy pacemaker (crt-p). Boston scientific technical services (ts) reviewed latitude reports and did not see any noise, signal artifact monitoring (sam), or tachycardia episodes on latitude. Ts discussed mv artifacts and oversensing with the caller. It was noted that the patient has had multiple events of syncope and is now afraid when the syncopal episodes will occur. Additionally, external reports show the patient experienced asystole, lightheadedness, and shortness of breath on multiple occasions. An x-ray was performed and no signs of lead placement changes or lead issues. It was noted that there is some baseline noise on the rv channel. The plan is to surgically abandon and replace the lead. The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns that there was potential pacing inhibition on both the right ventricular (rv) and left ventricular (lv) channels due to the minute ventilation (mv) oversensing on this cardiac resynchronization therapy pacemaker (crt-p). Boston scientific technical services (ts) reviewed latitude reports and did not see any noise, signal artifact monitoring (sam), or tachycardia episodes on latitude. Ts discussed mv artifacts and oversensing with the caller. It was noted that the patient has had multiple events of syncope and is now afraid when the syncopal episodes will occur. Additionally, external reports show the patient experienced asystole, lightheadedness, and shortness of breath on multiple occasions. An x-ray was performed and no signs of lead placement changes or lead issues. It was noted that there is some baseline noise on the rv channel. The plan is to surgically abandon and replace the lead. The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns that there was potential pacing inhibition on both the right ventricular (rv) and left ventricular (lv) channels due to the minute ventilation (mv) oversensing on this cardiac resynchronization therapy pacemaker (crt-p). Boston scientific technical services (ts) reviewed latitude reports and did not see any noise, signal artifact monitoring (sam), or tachycardia episodes on latitude. Ts discussed mv artifacts and oversensing with the caller. It was noted that the patient has had multiple events of syncope and is now afraid when the syncopal episodes will occur. Additionally, external reports show the patient experienced asystole, lightheadedness, and shortness of breath on multiple occasions. An x-ray was performed and no signs of lead placement changes or lead issues. It was noted that there is some baseline noise on the rv channel. The plan is to surgically abandon and replace the lead. The device remains in use. No additional adverse patient effects were reported.